Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a aisys cs2 when it was alleged the unit alarmed when the delivered fio2 decreased to approximately 20% despite a 50% setting. Clinical staff increased oxygen to 100%. It was reported that the patient desaturated to an unspecified level. The patient was taken off end-tidal control and inspired oxygen increased to 100% and spo2 increased to 100%. End-tidal control mode was restarted and the decrease did not recur. There were no patient sequelae reported.